Event description:
The reporter indicated the surgeon attempted to insert a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) but the lens tore before injection into the eye. There was no report of any patient injury.

Event description:
The facility indicated the damage to the lens occurred during the loading process due to the forceps problem.

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. (B)(4).

Manufacturer narrative:
(B)(4).